Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she just went and had an MRI but they wouldn't do this because of the stimulator. Pt states she has not used stimulator for 3 plus years, nor charged and wondering about MRI mode. Patient support services (pss) reviewed overdischarge potential and directed to hcp for options such as MRI elgibility form, etc. Pt states she doesn't plan on using this at all again. Pt states the reason she stopped using was because never helped her. Pt states worked for maybe 6 months and just quit using because wasn't helping. The patient ended up speaking with a rep on december 3, 2020.  The rep reported the implanted neurostimulator (ins) was in overdischarge due to patient compliance.  They were going to set up an appointment with the patient to see if they could complete a successful physician recharge mode (prm).  The rep also noted they provided the patient with the MRI eligibility sheets to be fi lled out by their managing physician. E1 (rep) rep reported they met with patient and battery was damaged beyond recovery. Physician mode recharge was not successful and overdischarge was not resolved. Device unrecoverable. Surgical intervention is not planned at this time. The patient needs an MRI which they should be able to do with a dead device